Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for use in a lower extremity angiogram and atherectomy procedure. The device was used over a 0.014in, 300cm thruway guidewire and with a non-boston scientific atherectomy lubricant. During the procedure, on the second pass in blades down mode, the suction stopped working, and only air bubbles were coming back. The device was exchanged for another jetstream, and the procedure was completed successfully. There were no patient complications as a result of this event.